Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was pump received with cracked case at display window corners, cracked display window at bottom right side corner and cracked reservoir tube lip.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The pt's blood glucose level was at 384 mg/dl. The customer stated that they tried all remedies to resolve the problem but the issue was not fixed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.